Manufacturer narrative:
(B)(4). The product will not return;product retained by customer. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Costumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 161 mg/dl. The customer's expected fasting blood glucose test result range is 80 - 101 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product storage was undisclosed. The test strip lot manufacturer's expiration date is 01/27/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Product not being replaced per customer request.